Event description:
Related manufacturer report number: 3006705815-2022-16466. It was reported that the patient had their system explanted for an infection at the lead site. The patient was put on antibiotics and the infection later resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.